Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device. It was reported the patient thought that she had a possible infection as her urine was a strong smell and cloudy. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no complaints of a urinary tract infection (uti) were made to the hcp office. A uti was not confirmed.

Manufacturer narrative:
Correction, patient code (B)(4) was replaced with (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.